Event description:
Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 23094l, cartridge sn (B)(4), and cue reader sn (B)(4). The customer received a negative result using cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022. The customer tested negative with an unspecified sars-cov-2 pcr test on (B)(6) 2022. The customer is vaccinated with a booster, does not exhibit any symptoms, and was exposed to someone with covid-19 symptoms. The customer confirmed the cartridges were stored according to the instructions for use. See related cases for additional false positive results reported by the customer.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.